Manufacturer narrative:
(B)(4): manufacturing date -- 07/27/2016 - 07/28/2015. The device was not returned; however a photograph was received. Visual inspection of the photograph identified a red coil cap shaving inside the device housing; however the particle was not in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor contained a red, plastic fiber in an unspecified location. This was identified after the device was filled with fluorouracil and sodium chloride (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.